Event description:
It was reported patient underwent a knee arthroplasty on an unknown date. Subsequently, the expandable device has loosened. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay the revision procedure, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6), 2014 due to a loosened expandable device.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a right total knee arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2014 due to the expandable clip tip fracturing and causing the component to loosen and an antirotational tab and side tab to fracture. The expandable clip was removed and replaced. It was further reported patient has undergone multiple revision procedures on unknown dates for unknown reasons.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional device information and to correct the date of revision, which was unknown at the time of the initial and subsequent medwatches. This report is number 1 of 3 MDR's filed for the same event (reference 1825034-2014-01742 & 2015-00189 / 00190).

Event description:
It was reported patient underwent a right total knee arthroplasty on (B)(6) 2007 implanting an orthopedic salvage system. Subsequently, a revision was performed on (B)(6) 2010 due to unknown reasons. It was reported patient underwent a further revision procedure on (B)(6) 2014 due to the expandable clip tip fracturing and causing the component to loosen and an antirotational tab and side tab to fracture. The expandable clip was removed and replaced. Patient underwent a third revision procedure on (B)(6) 2014 due to unknown reasons.